Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that a demo device would not power off and the screen will sometimes freeze. The reported failure occurred during a meeting. There was no pt use associated with this event.